Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd intima-ii¿ closed IV catheter system there was an issue with cap loose and sterile breach. There was no report of injury or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 8107033. Our records determined that this is the only instance of a bent needle occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. A sample was provided for evaluation. Bd investigators noted that the returned sample had a 10 degree bend originating at the root of the cannula. Unfortunately the root cause could not be finalized at the conclusion of our investigation. However, given the degree to which the needle is bent suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated.

Event description:
It was reported with the use of the bd intima-ii closed IV catheter system there was an issue with cap loose and sterile breach. There was no report of injury or medical intervention.